Event description:
Pt called lfs and alleged that their meter was reading an error 2 and not ok message while attenpting to test. There was no documentation of whether the pt experienced any symptoms. The pt did not attempt to seek any medical intervention. Both of the error messages on the meter were not resolved with troubleshooting. Based on the info provided, there is evidence of meter malfunction. However there is no evidence of meter contributing to a serious injury. The meter is being replaced for the pt. No further info has been reported.